Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level 298 mg/dl unknown. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that infusion set was leak. Customer reported that they perform displacement test and test was passed. The insulin pump will not be returned for analysis.